Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that there were air bubbles inside the reservoir. Blood glucose level at the time of the incident was not provided. Customer was filling the reservoir and unable to remove the air bubbles. The customer did not troubleshoot as this was a past event. The customer was advised about proper filling procedure. The customer will return the product for analysis.